Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), abdominal distension ("bloating"), arthralgia ("joint pain"), headache ("headaches"), nausea ("nausea") and anxiety ("anxiety"). The patient was treated with surgery (procedure to remove essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, abdominal distension, arthralgia, headache, nausea and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, arthralgia, headache, nausea, pelvic pain and weight increased to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("migration of essure: uterus omentum / perforation (uterus)"), device dislocation ("migration of essure: uterus omentum / perforation (uterus)"), endometrial ablation ("ablation") and inguinal hernia ("inguinal hernia where the device perforated") in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "first insertion did not stay in place on the right side". Concomitant products included cilest (ortho-cyclen). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines"). In 2008, the patient experienced alopecia ("hair loss") and pain in extremity ("foot pain"). In 2009, the patient experienced allergy to metals ("nickel allergy"). In 2011, the patient experienced urine abnormality ("bladder or urinary problems or changes-cloudy urine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), inguinal hernia (seriousness criterion medically significant), weight increased ("weight gain"), abdominal distension ("bloating"), arthralgia ("joint pain"), anxiety ("anxiety"), abdominal pain lower ("lower abdomn pain"), sleep apnoea syndrome ("sleep apnea"), fatigue ("fatique") and sinusitis noninfective ("sinus inflammation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, device dislocation, inguinal hernia, weight increased, abdominal distension, arthralgia, nausea, anxiety, urine abnormality, dysmenorrhoea, dyspareunia, allergy to metals, alopecia, abdominal pain lower and pain in extremity outcome was unknown, the headache and migraine was resolving and the sleep apnoea syndrome, fatigue and sinusitis noninfective had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, headache, inguinal hernia, migraine, nausea, pain in extremity, pelvic pain, sinusitis noninfective, sleep apnoea syndrome, urine abnormality, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007, (B)(6) 2008 (per pfs) and removal- (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded) hysterosalpingogram (hsg) on (B)(6) 2007 and (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("migration of essure: uterus omentum / perforation (uterus)"), device dislocation ("migration of essure: uterus omentum / perforation (uterus)"), endometrial ablation ("ablation") and inguinal hernia ("inguinal hernia where the device perforated") in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "first insertion did not stay in place on the right side". Concomitant products included cilest (ortho-cyclen). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines"). In 2008, the patient experienced alopecia ("hair loss") and pain in extremity ("foot pain"). In 2009, the patient experienced allergy to metals ("nickel allergy"). In 2011, the patient experienced urine abnormality ("bladder or urinary problems or changes-cloudy urine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), inguinal hernia (seriousness criterion medically significant), weight increased ("weight gain"), abdominal distension ("bloating"), arthralgia ("joint pain"), anxiety ("anxiety"), abdominal pain lower ("lower abdomen pain"), sleep apnoea syndrome ("sleep apnea"), fatigue ("fatigue") and sinusitis noninfective ("sinus inflammation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, device dislocation, inguinal hernia, weight increased, abdominal distension, arthralgia, nausea, anxiety, urine abnormality, dysmenorrhoea, dyspareunia, allergy to metals, alopecia, abdominal pain lower and pain in extremity outcome was unknown, the headache and migraine was resolving and the sleep apnoea syndrome, fatigue and sinusitis noninfective had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, headache, inguinal hernia, migraine, nausea, pain in extremity, pelvic pain, sinusitis noninfective, sleep apnoea syndrome, urine abnormality, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007, (B)(6) 2008 (per pfs) and removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded) hysterosalpingogram (hsg) on (B)(6) 2007 and (B)(6) 2008. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- bladder or urinary problems or changes updated to cloudy urine. New event foot pain, sleep apnea, fatigue, sinus inflammation and concomitant medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("migration of essure: uterus omentum / perforation (uterus)"), device dislocation ("migration of essure: uterus omentum / perforation (uterus)"), endometrial ablation ("ablation") and inguinal hernia ("inguinal hernia where the device perforated") in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "first insertion did not stay in place on the right side". Concomitant products included cilest (ortho-cyclen). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines"). In 2008, the patient experienced alopecia ("hair loss") and pain in extremity ("foot pain"). In 2009, the patient experienced allergy to metals ("nickel allergy"). In 2011, the patient experienced urine abnormality ("bladder or urinary problems or changes-cloudy urine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), inguinal hernia (seriousness criterion medically significant), weight increased ("weight gain"), abdominal distension ("bloating"), arthralgia ("joint pain"), anxiety ("anxiety"), abdominal pain lower ("lower abdomen pain"), sleep apnoea syndrome ("sleep apnea"), fatigue ("fatigue") and sinusitis noninfective ("sinus inflammation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, device dislocation, inguinal hernia, weight increased, abdominal distension, arthralgia, nausea, anxiety, urine abnormality, dysmenorrhoea, dyspareunia, allergy to metals, alopecia, abdominal pain lower and pain in extremity outcome was unknown, the headache and migraine was resolving and the sleep apnoea syndrome, fatigue and sinusitis noninfective had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, headache, inguinal hernia, migraine, nausea, pain in extremity, pelvic pain, sinusitis noninfective, sleep apnoea syndrome, urine abnormality, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007, (B)(6) 2008 (per pfs) and removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded) hysterosalpingogram (hsg) on (B)(6) 2007 and (B)(6) 2008 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("migration of essure: uterus omentum / perforation (uterus)"), endometrial ablation ("ablation") and inguinal hernia ("inguinal hernia where the device perforated") in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "first insertion did not stay in place on the right side". In march 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), inguinal hernia (seriousness criterion medically significant), weight increased ("weight gain"), abdominal distension ("bloating"), arthralgia ("joint pain"), headache ("headaches"), nausea ("nausea"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and abdominal pain lower ("lower abdomn pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, inguinal hernia, weight increased, abdominal distension, arthralgia, headache, nausea, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, migraine, allergy to metals, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, endometrial ablation, headache, inguinal hernia, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: mar2007, (B)(6) 2008 (per pfs) and removal-(B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded) most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Plaintiff demographics added. Essure indication, implant and explant date updated. New events migration of essure: uterus omentum / perforation (uterus), inguinal hernia where the device perforated, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, nickel allergy, lower abdomen pain, hair loss and first insertion did not stay in place on the right side were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('migration of essure: uterus omentum / perforation (uterus)'), device dislocation ('migration of essure: uterus omentum / perforation (uterus)') and inguinal hernia ('inguinal hernia where the device perforated') in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "first insertion did not stay in place on the right side" and medical device monitoring error "I had ablation at the same time as essure". Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines"). In 2008, the patient experienced alopecia ("hair loss") and pain in extremity ("foot pain"). In 2009, the patient experienced allergy to metals ("nickel allergy"). In 2011, the patient experienced urine abnormality ("bladder or urinary problems or changes-cloudy urine"). In 2016, the patient experienced inguinal hernia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), arthralgia ("joint pain"), anxiety ("anxiety"), abdominal pain lower ("lower abdomn pain"), sleep apnoea syndrome ("sleep apnea"), fatigue ("fatique") and paranasal sinus inflammation ("sinus inflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, device dislocation, inguinal hernia, weight increased, abdominal distension, arthralgia, nausea, anxiety, urine abnormality, dysmenorrhoea, dyspareunia, allergy to metals, alopecia, abdominal pain lower and pain in extremity outcome was unknown, the headache and migraine was resolving and the sleep apnoea syndrome, fatigue and paranasal sinus inflammation had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, inguinal hernia, migraine, nausea, pain in extremity, paranasal sinus inflammation, pelvic pain, sleep apnoea syndrome, urine abnormality, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007, (B)(6) 2008 (per pfs) and removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: unilateral occlusion (left tube occluded). Diagnostic results: hysterosalpingogram (hsg) on (B)(6) 2007 and (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('migration of essure: uterus omentum / perforation (uterus)'), device dislocation ('migration of essure: uterus omentum / perforation (uterus)') and inguinal hernia ('inguinal hernia where the device perforated') in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "first insertion did not stay in place on the right side" and medical device monitoring error "I had ablation at the same time as essure". Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines"). In 2008, the patient experienced alopecia ("hair loss") and pain in extremity ("foot pain"). In 2009, the patient experienced allergy to metals ("nickel allergy"). In 2011, the patient experienced urine abnormality ("bladder or urinary problems or changes-cloudy urine"). In 2016, the patient experienced inguinal hernia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), arthralgia ("joint pain"), anxiety ("anxiety"), abdominal pain lower ("lower abdomn pain"), sleep apnoea syndrome ("sleep apnea"), fatigue ("fatique") and paranasal sinus inflammation ("sinus inflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, device dislocation, inguinal hernia, weight increased, abdominal distension, arthralgia, nausea, anxiety, urine abnormality, dysmenorrhoea, dyspareunia, allergy to metals, alopecia, abdominal pain lower and pain in extremity outcome was unknown, the headache and migraine was resolving and the sleep apnoea syndrome, fatigue and paranasal sinus inflammation had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, inguinal hernia, migraine, nausea, pain in extremity, paranasal sinus inflammation, pelvic pain, sleep apnoea syndrome, urine abnormality, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: on (B)(6) 2007, on (B)(6) 2008 (per pfs) and removal on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: results: unilateral occlusion (left tube occluded). Diagnostic results: hysterosalpingogram (hsg) on (B)(6) 2007 and on (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('migration of essure: uterus omentum/perforation (uterus)'), device dislocation ('migration of essure: uterus omentum/perforation (uterus)') and inguinal hernia ('inguinal hernia where the device perforated') in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "first insertion did not stay in place on the right side" and medical device monitoring error "I had ablation at the same time as essure". Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines"). In 2008, the patient experienced alopecia ("hair loss") and pain in extremity ("foot pain"). In 2009, the patient experienced allergy to metals ("nickel allergy"). In 2011, the patient experienced urine abnormality ("bladder or urinary problems or changes-cloudy urine"). In 2016, the patient experienced inguinal hernia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), arthralgia ("joint pain"), anxiety ("anxiety"), abdominal pain lower ("lower abdomn pain"), sleep apnoea syndrome ("sleep apnea"), fatigue ("fatique") and paranasal sinus inflammation ("sinus inflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, device dislocation, inguinal hernia, weight increased, abdominal distension, arthralgia, nausea, anxiety, urine abnormality, dysmenorrhoea, dyspareunia, allergy to metals, alopecia, abdominal pain lower and pain in extremity outcome was unknown, the headache and migraine was resolving and the sleep apnoea syndrome, fatigue and paranasal sinus inflammation had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, inguinal hernia, migraine, nausea, pain in extremity, paranasal sinus inflammation, pelvic pain, sleep apnoea syndrome, urine abnormality, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007, (B)(6) 2008 (per pfs) and removal (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: unilateral occlusion (left tube occluded). Diagnostic results: hysterosalpingogram (hsg) on (B)(6) 2007 and (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('migration of essure: uterus omentum / perforation (uterus)'), device dislocation ('migration of essure: uterus omentum / perforation (uterus)') and inguinal hernia ('inguinal hernia where the device perforated') in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "first insertion did not stay in place on the right side" and medical device monitoring error "I had ablation at the same time as essure". Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines"). In 2008, the patient experienced alopecia ("hair loss") and pain in extremity ("foot pain"). In 2009, the patient experienced allergy to metals ("nickel allergy"). In 2011, the patient experienced urine abnormality ("bladder or urinary problems or changes-cloudy urine"). In 2016, the patient experienced inguinal hernia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), arthralgia ("joint pain"), anxiety ("anxiety"), abdominal pain lower ("lower abdomn pain"), sleep apnoea syndrome ("sleep apnea"), fatigue ("fatique") and sinusitis noninfective ("sinus inflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, device dislocation, inguinal hernia, weight increased, abdominal distension, arthralgia, nausea, anxiety, urine abnormality, dysmenorrhoea, dyspareunia, allergy to metals, alopecia, abdominal pain lower and pain in extremity outcome was unknown, the headache and migraine was resolving and the sleep apnoea syndrome, fatigue and sinusitis noninfective had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, inguinal hernia, migraine, nausea, pain in extremity, pelvic pain, sinusitis noninfective, sleep apnoea syndrome, urine abnormality, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007, (B)(6) 2008 (per pfs) and removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: unilateral occlusion (left tube occluded). Diagnostic results: hysterosalpingogram (hsg) on (B)(6) 2007 and (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event" medical device monitoring error¿ (previously reported as endometrial ablation) was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.